Event description:
Boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage of 3.14. The device was not used, and premature battery depletion was questioned. Additional information was provided which indicates that this device's monitoring voltage had recovered and the product was successfully implanted as this product was implanted for approximately five years and has now been explanted for normal battery depletion (nbd).

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed that the monitoring voltage may revert to normal range after a short period of time, thus ts recommended waiting five to six days, then interrogating the device again. The local area sales representative was contacted for additional information, but was unable to provide additional detail. As of today, this medical device has not been returned to boston scientific for analysis. Should the device be returned, or if any additional information becomes available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.